Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2317-70 serial #: (B)(4), description: infiniontm cx 70 cm lead.

Event description:
A report was received that the patient was experiencing muscle spasm in the neck caused by the stimulation. It was also reported that one of the lead was not in the epidural. The patient underwent a lead replacement procedure. No device malfunction was suspected and the patient was doing well postoperatively.